Event description:
It was reported that pump issued repeated button alarms due to something pressing on wake button, which prevented customer from resuming insulin even after cleaning button and attempting pump reset. There was no adverse impact to the customer¿s blood glucose level. Technical support educated caller about cause of alarm, attempted troubleshooting including cleaning button and resetting pump, then escalated case, and csa approved and arranged pump replacement under warranty; customer used multiple daily injections as backup insulin.